Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. There is evidence of downstream occlusion messages in the event history log. The evaluator inadvertently did not evaluate for the downstream occlusion issue and the device is no longer in its as received condition thus no further evaluation is able to be completed and causality could not be determined. The device will be tested to ensure it meets all specifications prior to release to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream occlusion alarms. The problem was found during preventive maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.